Manufacturer narrative:
The device was not returned to olympus for evaluation as it was previously serviced with no issues found. In communication with the technical assistance center (tac), the customer was advised to continue to use the device and to call back if the issue re-occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a b30 scope communication error was received when using the evis exera iii xenon light source. The customer reported that the issue had been occurring for some time and the light source was already sent for service with no issues found. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to the attachment of foreign substances and moisture at the electrical junction. Olympus will continue to monitor field performance for this device.